Manufacturer narrative:
There are no allegations of system or component failure. Poor healing is a known inherent risk of invasive surgical procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. After the procedure there was a small portion of the surgical incision that remained open and failed to properly heal. Patient was scheduled for surgical revision to move the implantable pulse generator (ipg) to a more optimal location with less tension on the tissue. During the procedure on (B)(6) 2023 while attempting to relocate the ipg, the device was damaged and had to be replaced. Procedure was completed by placing a new ipg in the designated location.